Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient's receiver was overheating. There was no report any injury or medical intervention. No additional event or patient information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. No overheating occurred during charging and testing. The device was determined to be operating within the required specifications without malfunction. The reported event of receiver overheating was not confirmed. A root cause could not be determined.